Event description:
Related to MFR report # 2183959-2011-00696. It was reported that the pt was implanted with an ams perigee graft. It was reported that the pt has "suffered serious bodily injury, mental and physical pain and suffering." Additional information indicated that the product caused the pt to suffer infection or inflammation, tissue abrasion and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.